Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that an air leak was detected on a smiths medical portex® cuffed blue line ultra® suctionaid tracheostomy (trach). It was required that the trach be changed out as the patient was ventilator dependent. Upon inspection, a pinhole was noted on the trach. There were no reported adverse effects.

Manufacturer narrative:
One portex® suctionaid tracheostomy tube was received for analysis in used condition. Observed one small tear in the cuff. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination. No holes were detected. Leak testing was performed finding a leak in the cuff. A review of the manufacturing and quality inspection processes were reviewed and considered adequate and correct. Inflation test was audited on 32 samples on the production line to verify that the inflation test was properly performed. No deflated cuffs were detected during the 32 unit test. The failure mode of a pinhole in the cuff was confirmed. The root cause is unknown.